Manufacturer narrative:
(B)(4).

Event description:
The lead was explanted and replaced due to increased high voltage lead impedance. The patient was asymptomatic.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Upon analysis, the distal end of the lead was received for analysis, visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. All damage noted to lead body was consistent with that occurring at time of explant. Based on the information received, the cause of the reported incident could not be conclusively determined.